Manufacturer narrative:
UDI: n/a as this product code is not exported to the us market. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. Device manufacture date: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510(k): k926214. Investigation findings code is based upon the evaluation of the simulation testing; is based upon no device return. The actual product was not returned therefore the investigation of it could not be performed. However, the inspection of the actual sample was conducted through the provided fluoroscopic image and computerized tomography (CT) scan image. The image confirmed that the foreign substance had contrast enhancement and was thinner than the catheter used in combination, it was possible that it was part of the actual product. History inspections were unable to be performed snice the serial number of the actual product was unknown as well. Simulation testing was conducted from the contents of the reported issue that the actual product and the metal needle were used in combination. When the radifocus guide wire m and the metal needle were used in combination peeling of the outer layers have been experienced when the guidewire is operated in the removal direction and comes in contact with the metal needle. In conclusion from the provided images and contents of the reported issue, it was likely that since the actual product and the metal needle were used in combination, the outer layer of actual product was peeled off. However, since the actual product could not be confirmed, we could not clarify the origin of the foreign substance. For reference, the IFU states: "do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." (B)(4).

Event description:
The user facility reported that a metal needle was punctured at the lymphocyst puncture drainage. Regurgitation of cyst fluid was confirmed, the involved radifocus guidewire m was inserted. After that, a dilator and a catheter were inserted to complete the procedure. At this time, the product involved was discarded. On (B)(6) 2021, a computerized tomography (CT) scan was taken to confirm the postoperative situation. At that time, a foreign substance was confirmed, and the wait-and-see approach was taken. Another CT scan was taken on (B)(6) 2022 and foreign substance was confirmed again. The size of the foreign substance is different from the size of the catheter that was used therefore the foreign substance left inside the patient could be part of the involved radifocus guidewire device. The procedure outcome was unknown. The patient impact was unknown.